Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0204949147, product type: lead. Product ID: 3389-40, lot# 0204949148, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient went to the hospital for reprogramming on (B)(6), 2013. It was determined that the lead was broken and the patient was awaiting for a second surgery. Additional information received reported that the patient¿s postoperative control was effective after the initial surgery, improved above 50%. Two months ago, the unilateral symptoms were repeated, tremor obvious. It was noted that high impedance was found and an x-ray showed the unilateral lead broken. The patient¿s physician told the patient that the lead needed to be replaced, but the patient and family needed to consider. Additional information received reported that the patient might be taken to surgery in (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0204949147, product type: lead. Product ID: 3389-40, lot# 0204949148, implanted: 2011-(B)(6), product type: lead. Analysis of lead lot number 0204949147 found that all conductors were broken 3 and 4 cm from the proximal end. It was noted that the outer insulation and conductor wires were severely twisted.